Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a partial seal and bleeding issues. There were re-grasp alarms but no end tones were heard. There was also sign of energy delivery. The procedure was converted from a laparoscopy to a laparotomy. It was noted that the case was not a simple procedure.